Event description:
The following is based on medical records provided by the pt's attorney: on (B)(6) 2008: repair of an incarcerated right inguinal hernia with the kugel hernia patch. On (B)(6) 2008: post-op office visit. Experienced post operative pain, numbness, and tingling in groin area. Treated with injections and a nerve ligation. On (B)(6) 2008: laparoscopy with ligation of right genitofemoral nerve. On (B)(6) 2009: explant of kugel hernia patch. The iliac vein was noted to be adherent to the mesh. On (B)(6) 2009: post-op office visit. Continued pain following explant.

Manufacturer narrative:
Based on the medical records provided, it is unk whether the device may have caused or contributed to the reported event. The pt has co-morbidities of tubal ligation and is a smoker. Post-operatively of the implant of the kugel hernia patch, the pt was treated with nerve injections for nerve pain. Approx nine months later, the kugel patch was explanted and was noted to have been adherent to the iliac vein which was repaired. Adhesions which are a known adverse event listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no product has been returned for eval. With the currently available info, no conclusion can be drawn.